Manufacturer narrative:
Additional information: sections h.6, h.4, d.6a, d.6b, b.3, d.9. Correction information: sections: d.1, d.4, h.10., the recipient reportedly experienced a skin flap infection. The recipient was reportedly treated with prescription medication (types unknown). The recipient will not be reimplanted. The recipient's infection issue has resolved. The recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section a.1, a.2, & a.3. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin flap issues. The recipient's device was explanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.